Event description:
Patient contacted s&n in 2007. The third week following the surgery he had redness, swelling and pain. He has been to the doctor several times and the day of calling was the 4th visit. They've done three knee taps to make sure there were no infections and are considering flushing it out.

Manufacturer narrative:
Product recall initiated on august 21, 2007.